Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller was advised by customer support to ensure the wall adapter was plugged into a functioning outlet for at least 30 minutes, but the issue persisted. Attempts to resolve the problem by using different wall adapters and charging cables were unsuccessful. Consequently, customer technical support decided to replace the pump as a corrective action.